Event description:
A patient reported that in 2002 their otu meter was giving inaccurate high readings. Emergency medical technician were called and pt was treated for hypoglycemia. Patient tested their meter around 4:30pm after coming from work. Pt got a reading of 310 mg/dl. Pt took 3 units of humalog pt does carb counting for humalog and takes lantus 15 units at night). Pt then went for a walk. When patient came back home, spouse noticed that pt was sweating a lot and also shaking. Pt tested on their meter and got a reading of 119 mg/dl. Pt's spouse called the paramedics due to their low symptoms. The emergency medical technician meter read 44 mg/dl. At the same time, pt tested themselves on their one touch ultra meter and got a reading of 119 mg/dl again. The emergency medical technician gave pt "glucotabs" to bring their blood glucose level up. The emergency medical technician stayed with pt until their blood glucose was in the "90s". Pt was not taken to the hospital. After the emergency medical technician left, pt called lfs about the meter. During troubleshooting, pt was walked through a control solution test, which failed. Pt stated that they had only used about 7 to 10 strips from that vial and had not noticed any high readings before this. Pt was then asked to open a new vial of strips and run a control solution test. The control test with the new strips passed. Replacement test strips were sent to pt. Pt denied the readings of 161 mg/dl (on their one touch ultra meter) and 55 mg/dl (on the emergency medical technician) as documented in the notes.